Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her ipg on (B)(6) 2006. The patient last recharged on (B)(6) 2011. She has been unable to recharge since. She has been without stimulation since (B)(6) 2011. The patient was sent a new charger to resolve the issue. Attempt to gather additional information was unsuccessful. No further information is available at this time.